Event description:
Actual error: yes. This is a computer design that causes errors in prescribing with physician order entry in a hosp. This design causes many pts admitted on non-formulary agents causes errors. This design causes many pts admitted on non-formulary drugs to be converted to the lowest strength of the medication available on formulary rather than the appropriate dose based on out-pt therapy. When reviewing discharge med recs, the pharmacists noted that many pts were converted to the lowest strength at admission and wondered why this was happening. When they questioned the prescribers they found the prescriber was not aware that they had inadvertently selected the wrong strength by default. Many prescribers were under the impression the system was automatically adjusting the order or that pharmacy intervened and selected an appropriate dose. This issue also occurs with arb's as shown, but also with many other drug classes like beta-blockers and antibiotics. In our old system with pharmacist order entry, many auto-subs could be designed such that the selecting the drug and strength automatically took the user to the exact formulary sub. Medication administered to or used by the pt: no. Where did the error occur: hosp. Pt counseling provided: unk. Relevant materials provided: none.